Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The air dermatome was manufactured on july 15, 2015, and was over 11 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that there was a bad input calibration, the thickness control shaft was bent, the reciprocating arm was corroded and the engine appeared to work okay. Repair of the air dermatome was performed which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, reciprocating arm and thickness control shaft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome was repaired, tested and returned to the customer.

Event description:
A piece of skin stays at the middle of the taking of skin. No adverse events have been reported as a result of the malfunction.